Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 175 mg/dl. The customer was wearing the insulin pump at the time of the event and was still in the hospital at the time of the call. The insulin pump was removed while at the hospital and the customer was treated with an insulin drip. The caller also reported that the insulin pump alarmed for no delivery. The blood glucose reading was 400 mg/dl. The customer was treated with a manual injection. Insulin did exit with a manual prime and no air bubbles or leaks were observed. The drive support cap appeared normal. The caller was unable to continue troubleshooting and was advised to call back to continue. The insulin pump was not replaced or returned for analysis.